Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. Reportedly, the battery compartment was damaged and there was evidence of moisture corrosion in the pump. The reporter stated that there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2014, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with the appropriate audible and vibratory features. It was observed that the battery compartment was cracked from the case seal to the grip pad. Evidence of moisture corrosion was observed in the battery compartment. A leak test found the pump was leaking where the crack was located. Opening the pump casing did not find additional evidence of moisture intrusion inside the pump.